Manufacturer narrative:
(B)(4).

Event description:
This rv lead was repositioned on 10/28/16 because it had moved and there was no sensing and no capture. The lead remained actively implanted at that time. This lead was later explanted because the patient was upgraded to an ICD.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.